Event description:
It was reported by the patient that following a power outage the power cord for the carelink monitor "blew up into pieces." A replacement cord was sent but the monitor would not work. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the assembly tested out of specification electrically due to a serious component burn.

Event description:
It was reported that the there was a power outage at the patient's home and when the power came back on the power cord connected to the carelink monitor (clm) "blew up into pieces". A new power cord for the clm was mailed to the patient and the monitor still did not work. A new clm will be mailed to the patient. No patient complications have been reported as a result of this event.